Event description:
Patient on table in cath lab with procedure in progress when lab went down. The staff reset the system and it came back up. Biomed was notified & the case continued. The lab went down a second time & the staff reset it once again. This time the case was completed with no harm to the patient. The next morning, the cath lab manager noted the "smart handle" was not working. Biomed was notified & corrected the problem. Problem: ran error log, noted collision error, checked tube collision ring. Found switch stuck. Corrected problem, ran checks, & released equipment for use.